Event description:
It was reported that insulin from the reservoir leaked and she was using the reservoirs affected from the recall. It was mentioned that the customer got multiple no delivery alarms, but the infusion set was changed and the issue was resolved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.